Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon inspection, fse determined that the sparks are produced when connecting the injector and fuse in the r-cabinet was burned. The fse replaced the pdm(power distribution module) boxed and fuse in r-cabinet. After replacement of pdm(power distribution module) boxed and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.